Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Please reference MFR report # 3005956347-2017-00118 for the replacement inlay serial (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. At the one month postoperative exam the inlay appeared to be decentered inferiorly. The inlay was exchanged for a new inlay on (B)(6) 2017; however, one day later the replacement inlay was also noted to be decentered and was subsequently explanted on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Decreased visual acuity is listed in the device labeling as a known potential risk. (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during the initial surgery to implant the first inlay and the patient had no pre-existing conditions. Postoperatively, the inlay was noted to be decentered 1.00 mm inferiorly. The decentration resulted in decreased best corrected distance visual acuity (bcdva) from 20/15 (preoperatively) to 20/40 immediately prior to exchange. At last examination on (B)(6), 2017, the patient presented with dry eye and mild blepharitis, but bcdva improved to 20/25 and the surgeon anticipates a good outcome.